Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips that the device real time detection failed ( pads/paddle issue). There was no patient involvement.